Event description:
It was reported, that a cartridge alarm occurred. Indicating that the cartridge was removed outside of the load sequence. However, the customer alleged, they did not improperly remove the cartridge. Additionally, it was reported, that the customer experienced an elevated blood glucose (bg) level. Cause was not known. Customer's continuous glucose monitor read "high". However, specific bg value was not provided. A correction bolus via the pump was delivered. And customer changed pump supplies to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.